Event description:
It was reported, the patient underwent an MRI with the device being programmed into MRI mode resulting in the device being in back up mode. Technical support was contacted and reprogramming was recommended. Reprogramming was performed to resolve the event. The patient was stable.